Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose of 30 mg/dl. The customer's current blood glucose is 35 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer allege insulin pump was over delivering. It was unknown that customer was using auto mode or not. Self test and displacement test was passed. The product will not be returned for analysis.